Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated. Section d4: device details including lot#, UDI were not provided by the customer. Section h11: reference number above (B)(4) updated from (B)(4). Method: the subject rt380 adult dual heated evaqua2 breathing circuit was returned to fisher & paykel (f&p) healthcare in new zealand for evaluation, where it was visually inspected and analysed. Results: the returned rt380 adult dual heated evaqua2 breathing circuit was leak tested and identified a leak spot from the expiratory heater wire plug. Further inspection identified a defect on the heater wire plug wall. Conclusion: the reported leak was confirmed and was due to a defect on the heater wire plug wall. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, pressure and flow tested during production, and those that fail are rejected. The user instructions which accompany the rt380 adult dual heated evaqua2 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Visually inspect breathing sets for damage (e.g., a crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel (f&p) healthcare field representative, that the rt380 adult dual heated evaqua2 breathing circuit failed the pre-use leak test. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject rt380 adult dual heated evaqua2 breathing circuit to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel (f&p) healthcare field representative, that the rt380 adult dual heated evaqua2 breathing circuit failed the pre-use leak test. There was no patient involvement as the issue was found whilst the device was not in use on a patient.